Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the transmission, it was noted that the right atrial (ra) lead exhibited high capture threshold measurements. The ra lead was explanted and replaced during a scheduled explant procedure. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece for analysis. Upon electrical testing, no indication of conductor fractures or internal shorts were found. Upon visual inspection and x-ray examination, there were no anomalies found except for procedural damages.